Event description:
A malfunction alarm was reported with malf 12 as the code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The same malfunction did not recur, and the customer was advised to continue using the pump while contacting support if any issues arose again.